Event description:
In 2003-pt had 99% ostial restenosis of old stent. A cypher stent was placed at the site of the stenosis in the ongoing graft to the rca to an obtuse marginal. A cypher stent was also placed in the ostial lesion. Percusurge was also used in the procedure. Five days later, pt readmitted as outpatient. Pt had ptca of the svg to the obtuse marginal and the distal rca. Also documented "re-dilated the ostial stent."